Manufacturer narrative:
The thermogard console was evaluated by zoll service personnel at the customer site. The reported complaint of the thermogard console (sn (B)(4) displayed a mid:01 (post watchdog) error message was confirmed during the functional testing. The root cause for the reported complaint was due to a defective processor pcb board on the display head likely as a result of normal wear and tear. The thermogard console is a reusable device that was manufactured in february 2017 and has reached its service life of 5 years. No physical damage was noted during visual inspection. In addition, unrelated to the reported complaint, noticed a missing coldwell cap, likely attributed to user mishandling. The coldwell cap assembly was replaced. Unable to download the event log due to the defective display head. Unable to perform functional testing because the device failed to power up. The display was not working and the console generated constant alarm. The defective display head was replaced to remedy the fault. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4) displayed a mid:01 (post watchdog) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.